Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per the receipt of the suspect medical device, entry fields for device information have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information that the patient underwent explantation on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 325cc smooth mentor memorygel breast implant has experienced left-sided implant rupture and left-sided breast pain postoperatively. Rupture was confirmed by mammogram and ultrasound, and the patient reported experiencing slight pain when pressure is applied. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot numbers 7287785 and 7285948 were provided, but it is unknown which lot number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Mentor received additional event information regarding patient details, and that the patient underwent replacement with 350cc mentor gel breast implants on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturing record evaluation (mre) was completed on (B)(6) 2020. A manufacturing record evaluation was performed for the finished device 7287785 number, and no non-conformances were identified. Manufacturing date: 02-feb-2016. Expiration date: 28-jan-2021. A manufacturing record evaluation was performed for the finished device 7285948 number, and no non-conformances were identified. Manufacturing date: 22-jan-2016. Expiration date: 21-jan-2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient is re-scheduled to undergo explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-7285948). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and brest pain complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).